Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-16. It was reported that it was unknown when the patient first started experiencing the catheter issues. Actions/interventions taken to resolve the catheter issues were unknown as the patient did not follow-up, per the hcp. The cause of the catheter issues was unknown. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-22. It was reported that the patient¿s current managing hcp had no knowledge of this event. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, lot# l73608, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for failed back surgery syndrome, peripheral neuropathy, and non-malignant pain. It was reported on (B)(6) 2017 that the patient had catheter issues with the pump. It was noted that there were multiple issues of the catheter coming off the pump and kinking and was stated that it happened ¿so many times.¿ it was indicated that the patient was having more symptoms, had a return of symptoms and increased leg pain. It was asked and unknown if it was considered a sudden or gradual change in therapy/symptoms. The date of the event was asked and unknown. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.